Manufacturer narrative:
The referenced device was returned to olympus for evaluation. A visual inspection on the received condition was performed on the device; there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be separated from the jaw exposing metal. The jaw was misaligned with the probe unit at distal tip causing metal to metal contact resulting in a short circuit error. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The root cause of the reported event is most likely due to insufficient or no tissue between the probe and jaw when the device was activated. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic hysterectomy procedure, the teflon pad on the grasping section of the device peeled back and separated causing metal to be exposed. There was no bleeding reported and it was noted that there was a short delay while the device was being replaced. The intended procedure was completed with a similar device. There was no patient injury reported.